Event description:
The facility representative reported a flogard infusion pump that "sounds all the time". It is unknown when this condition occurred in the maternity department. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of sounds all the time was confirmed and reproduced during service evaluation as failure code 94. The assignable cause was an incorrect configuration option settings checksum as a result of a defective main battery. The main batteries were replaced and the configuration option settings were reset to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.